Event description:
Healthcare professional reported "band erosion into the proximal stomach and purulent fluid around the band requiring gastric repair with omental patch". "Pt had episodes of food getting stuck and diagnostic testing revealed a tight area where the band is and megaesophagus". Follow-up findings: healthcare professional reported "the stomach had to be repaired during the removal due to erosion of band into stomach. Stomach released from adherence to left lobe of liver".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted signs of erosion, discoloration, and acid degradation. Analysis noted that the shell, belt and port tubing were broken with striations consistent with surgical end cut to remove the device.

Event description:
Healthcare professional reported "band erosion into the proximal stomach and purulent fluid around the band requiring gastric repair with omental patch". "Patient had episodes of food getting stuck and diagnostic testing revealed a tight area where the band is and megaesophagus". Follow-up findings: healthcare professional reported "the stomach had to be repaired during the removal due to erosion of band into stomach. Stomach released from adherence to left lobe of liver."

Manufacturer narrative:
(B)(4). Taper ii. Medwatch sent to FDA on:(B)(6) 2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon implant date and event date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Gastric erosion, esophageal dilatation, dysphagia, drainage and adhesions are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number, pt data or further event details. Device labeling addresses the possible outcome of erosion and esophageal dilatation as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the hand would not be appropriate". Device labeling addresses the possible outcome of dysphagia and ulcers as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures". Device labeling addresses the possible outcome of drainage and adhesions as follows: there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port dis-placement, port site pain, spleen injury, and wound infection.